Event description:
A falsely depressed troponin I result of 0.01 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was repeated and a result of 9.12 ng/ml was obtained. The sample was repeated in duplicate and results of 8.98 and 0.50 ng/ml were obtained. A new sample was obtained and results of 9.47 and 9.86 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed troponin I was use error.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed troponin I result is use error. The instrument is performing within specifications.